Event description:
The facility rep reported a fail code 703. Information was not provided regarding whether or not the failure occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hosp rep stated that there were no reports of patient injury or medical intervention. No additional info is available.